Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 67 year-old female in non-st elevated acute myocardial infarction/cardiogenic was implanted with an impella cp device for mechanical circulatory support. The patient experienced left ventricle thrombus. The impella cp was weaned, explanted, and exchanged for an intra-aortic balloon pump.